Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose levels, low battery, cosmetic damage and no delivery alarm. Customer's blood glucose level was in the 500-600 mg/dl range. Troubleshooting for no delivery was performed. Customer advised the alarm was resolved by a complete set change. Customer declined to return the reservoir and set for analysis. Troubleshooting for low battery was performed. Customer advised the battery did last more than a week. Troubleshooting for cosmetic damage was performed. Customer advised there were scratches and cracks on the display screen, reservoir and battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.